Event description:
It was reported that an attempt was made to implant the left ventrical (lv) lead. There were high pacing thresholds attributed to patient anatomy and were unacceptable to the physician. The lead was removed and a different model lv lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Lead is stretched; damaged at implant.